Manufacturer narrative:
No further information is available on the repair of the device at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report that likorall 250 s, natural, irc had composite hook broken from sling bar. This occurred during patient use. It was reported that there was not patient/user injury or medical intervention with this event.